Manufacturer narrative:
Find comp-(B)(4) investigation report attached.

Event description:
It was reported during a procedure for cardiomems implantation, the ht connect guide wire was in place and peeled. Therefore, it was impossible to continue the procedure and place the device. There was no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported during a procedure for cardiomems implantation, the ht connect guide wire was in place and peeled. Therefore, it was impossible to continue the procedure and place the device. There was no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.